Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was unknown. Customer sated that he had many issues with the infusion sets. Customer stated the issue was resolved by a complete set change. Customer stated had 2 infusion set here tubing were bad, 2 instances where cannula fell out of the serter, had two infusion sets fell off during insertion and the last one the adhesive was folded and it got stuck when he pulled it. Advised the customer the infusion sets would be replaced. No further information provided.